Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
The consumer reported that therapy had stopped due to an informational power on reset. The patient didn¿t know what she was doing at the time the power on reset occurred as she thought it had been on for a couple of days before she noticed. There were no traumas or falls reported to be related to the issue and the patient mentioned she had been going to the hospital for physical therapy. Troubleshooting reviewed how to clear the informational power on reset and the patient was able to successfully clear the power on reset. Troubleshooting resolved the issue. The indications for use were spinal pain and chronic low back pain.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the hcp. Patient had not been treated or seen there since 2015. They could not provide the weight information. No further complications were reported/anticipated.